Event description:
It was reported that an ilet user experienced hyperglycemia for several hours after dinner, with the ilet indicating ¿high¿ and a confirmatory fingerstick blood glucose of 303 mg/dl; the user reported no symptoms and was guided to perform an infusion set and supply change, after which the ilet displayed 385 mg/dl trending downward. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed that blood glucose was elevated with unclear cause and improved after supply change, suggesting a possible infusion issue that could not be confirmed. It was concluded that the event was consistent with hyperglycemia of unclear cause with device function not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.